Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin7 was permanently compressed.

Event description:
During preventative maintenance on the device, it was discovered that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact.